Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 3.00 stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage at mid and proximal sections with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-apr-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 16 x 3.00 promus premier select drug-eluting stent was advanced but failed to navigate through the lesion due to calcification and tortuosity of the artery. After attempting couple of times of the same device, the physician opted to use a smaller length but it was still unable to cross the lesion. The procedure was completed with a another of the same device. There were no patient complications reported. However, returned device analysis revealed a stent damaged.